Event description:
International customer reported that the tip of the drain remained within the surgical wound following removal of the arthroscopic trocar. The surgeon opines that the trocar cut the tip during placement. The tip was retrieved during the initial surgery with no further surgical intervention.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria.